Manufacturer narrative:
Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 6663037.

Event description:
According to the available information, an infection occurred. Externalization of the cylinders was also reported. The patient was treated with antibiotics. A ¿removal and salvage¿ procedure took place. As of (B)(6) 2021 the patient was ¿doing well,¿ was continuing antibiotics, and would be seen again by the physician in one month.